Event description:
Loss of osseointegration, implant was completely covered with bone, thread tap used, smoker, local infection / subacute chronic osteitis, immediate implantation, infection, abscess, inflammation, mobility ((B)(6) are same patient).